Manufacturer narrative:
This is for an unknown locking screw. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records (DHR) review could not be completed.

Event description:
It was reported by the sales consultant: patient was implanted with short trochanteric fixation nail (tfn) on (B)(6) 2012. Patient returned to the emergency room (ER) on (B)(6) 2013 after complaining about having severe left hip pain for 4 days, and inability to move leg. Examination and x-ray showed the nail had migrated through the femoral head. Patient was scheduled for a revision surgery by the surgeon the very next day on (B)(6) 2013, where the surgeon removed the nail, helical blade and a 5.0mm locking screw. It was also reported the surgeon encountered some difficulty removing the nail, and the surgery was extended by 30 minutes. Patient was revised to hip arthroplasty. This report is for an unknown locking screw. This is 3 of 3 devices for this event reported on complaint (B)(4).